Event description:
Patient left side capsular contracture baker grade unknown. And implant exchange from textured to smooth due to patient's concern with the device. The device has been explanted and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.